Event description:
Patient's power injectable PICC blue port began to back flow and leak fluid and some blood into the patient's bed. This happened during trouble shooting a high pressure alarm from the syringe pumps. After further investigation the PICC had a small tear in the tubing right next to where the blue port begins. The line was clamped and placed on sterile gauze. Physician was notified. The PICC line appeared to malfunction and it was undetermined how this happened. Patient did not develop bsi (bloodstream infection). Product was removed and replaced. Although this event reached the patient, it did not cause harm.supply chain services analyst has been in touch with the manufacturer and local rep. This facility is seeing a trend with this product and event type. We are working to remove this product from all areas as this has been the 4th incident involving this product in a short period of time. We are working with the manufacturer to find a replacement for this product.